Event description:
The lead was returned for analysis after being explanted due to twiddler's syndrome. It was also noted that the helix would not retract. The lead subsequently tested out of specification during manufacturer's analysis.